Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to properly press the button and confirmed that the pump display turned on, although the issue persisted. As the pump was out of warranty, the customer was advised to continue using the current pump, but technical support decided to replace it.